Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a lap sponge. The customer reported that the lap sponge left residue particles on the pt. The lap sponge was wet with saline solution, and was being used to wipe/cleanse the pt. The medical personal noticed that the lap sponge left behind "fluff balls" which were removed using tape.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion the results will be forwarded.